Event description:
It was reported, PICC inserted on (B)(6) 2024. Cvc positioned for insertion peripheral with venipuncture of the brachial vein right, and monitoring of tip positioning at the caval atria junction with intracavitary ECG. On (B)(6) 2024, the patient arrives for visit for swelling in the right arm: at ultrasound check. While washing the catheter with nacl 0.9%, extravasation of the same into the subcute is noted. Proceeded with replacement of catheter. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.